Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the perioral cheeks area with 1 cc of juvéderm vollure¿ xc. The patient developed ¿extensive nodules and swelling¿ a month after injection around the injection sites. The injector noted that the nodules seem to be "temporarily related to patient receiving the flu vaccine." The patient was treated with hylenex, prednisone, clarithromycin and doxycycline within the same months. The symptoms are ongoing.